Manufacturer narrative:
(B)(4). Batch # n9099r. The analysis results found that the mcm30 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 18 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify if the device cut the vessel? Yes. Or did the clip itself cut the vessel? No. Was there any blood loss? No. If yes, how much blood loss was there (mls)? Na. If yes, was a transfusion required? Na. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure, the clamp cut the vessel instead of stapling. Clip couldn't be placed. Another device from a competitor was used to complete the procedure. There were no adverse consequences for the patient reported.